Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "ch b failure." This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is vista minor (5.04.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "ch b failure" was neither confirmed nor duplicated during product evaluation. Quality engineering determined that the problem was not confirmed and therefore no assignable cause or repairs were given. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.